Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false air in line alarm was confirmed during product evaluation in the pump's event history. This condition was caused by a defective channel a pumphead module. The channel a pumphead module was replaced to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not forming correctly. None of the clips fell into the patient. Another device was used to complete the case with no patient consequence .

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with a constant air in line alarm on channel a, which interrupted delivery during testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.